Manufacturer narrative:
A complete analysis and testing of two open and used reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications. The reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a motor position encoder error alarm, and a no delivery alarm. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was not provided. Customer reported having blood glucose levels up to 499 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.